Event description:
Clinical trial. It was reported that 338 days following a coronary artery drug eluting stenting treatment procedure, the pt experienced a tvr (target vessel reintervention). The index procedure identified 1 de novo lesion in the mid lad (left anterior descending artery). The lesion was predilated at 10atm and a 2.5x16mm taxus express2 drug eluting stent was deployed at 10atm. The pt was discharged the following day on asa and plavix. The pt returned 338 days following the index procedure and a stress test showed anterior ischemia. At the time of the tvr, ivus (intra-vascular ultrasound) revealed 70% stenosis of the mid lad which was treated with predilation using a 3.5x12mm balloon, deployment of a 3.5x12mm guidant vision stent, and post dilation with both a 3.5x12mm and 4.0x12mm high pressure balloon. Following the reintervention, there was 0% residual stenosis. The pt was reported to be taking asa and plavix at the time of the event.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.